Event description:
It was reported that a user experienced persistent high blood glucose with meter-confirmed readings above 400 mg/dl while using the ilet and an inset infusion set, and a review via video showed the infusion set had been applied incorrectly by manually inserting rather than using the spring-loaded serter, likely preventing effective insulin delivery; the user replaced multiple sets and received instruction on correct application and education to allow time for system response after site change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included remote assessment of infusion set technique and troubleshooting education. Investigation of this case revealed incorrect deployment of the infusion set, resulting in ineffective insulin infusion and sustained hyperglycemia, which improved after corrective guidance. It was concluded, based on established findings for similar reports, that the cause was user technique error related to infusion set insertion.